Manufacturer narrative:
Additional information was received and has been included in this report. Surgical reports were received and will be reviewed during investigation process. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomets reference number of this file is (B)(4).

Event description:
It was now additionally reported that the reasons for revision were pain, infection and swelling. During surgery, fluid was aspirated and sent for culture.

Manufacturer narrative:
No trend considering the following event is identified: revision due to infection. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: patient underwent initial surgery with biolox head - continuum shell on (B)(6) 2013. Later, patient experienced infection and underwent two stage revision surgery on (B)(6) 2017. Explantation of the thr, irrigation debridement and insertion of articulating antibiotic spacer were performed. Review of received data: ap view pelvis and lat view left hip x-ray dated (B)(6) 2013: post-op situation x-ray of left thr. Very low quality makes difficult to make observation. Dark lines at the cup surface and around the stem laterally. 2 screws above the cup, which are from the patient's shelf osteotomy and not in contact with thr, are also visible. Femoral neck cut down the lesser trochanter noticed. Ap view pelvis and lat view left hip x-ray dated (B)(6) 2013: x-ray taken 1 week after op. Dark lines seem to vanish slightly. No problems regarding the tha noticed. Primary surgery dated (B)(6) 2013: pre-op diagnosis: advanced osteoarthritis, left hip. Implants: continuum acetabular shell, 58 mm outer diameter, continuum trilogy highly-crosslinked polyethylene liner vivacit-e 36 mm inner diameter, fitmore femoral stem, size c4, 36 mm +7 biolox delta ceramic femoral head. Operation: initially surgeon broached the femur up to a size of b6. Fluoroscopic images showed that they had significantly reduced offset and they were slightly short with this construct. Broached further to size c4 to increase the offset. Axially and rotationally stable, but anterior instability with 36mm +0 and +3.5mm heads. Therefore, went up to +7mm head. Stability achieved, but 3-4mm leg length difference compared to not operated leg. It was felt that the increased leg length was acceptable as he was over 1 inch short prior to surgery, so slight lengthening would still leave his leg lengths closer than prior to surgery. Office visit dated (B)(6) 2017: 4 years follow-up for his left total hip arthroplasty. Significantly improved pain since surgery. Hip aspiration done. Radiology results - pelvis : a/p pelvis is reviewed and reveals a well-aligned, well-fixed prosthesis. Left hip/femur : ap and lateral views were reviewed and reveal a well-aligned, well-fixed prosthesis. Ultrasound reveals fluid filled pocket under the skin. Office visit dated (B)(6) 2017: hpi: patient reports he has perthes disease. He had a shelf osteotomy when he was younger in 2013. Left total hip arthroplasty through a direct anterior approach performed. He is a paint contractor. He is very active. He has continued pain since february. Plan: surgeon thinks he has an infection. Recommendation is reaspiration of his hip and potentially sending this off to synovasure if there is fluid. Office visit dated (B)(6) 2017 and (B)(6) 2017: surgery is planned after discussions with the patient. Surgical report dated (B)(6) 2017: pre-op diag: left hip periprosthetic infection. Indication: patient had osteotomy of his left hip when he was younger, had history of perthes disease, underwent anterior total hip arthroplasty in 2013 and subsequently did fairly well from this, but still had some residual pain. He then developed periprosthetic infection with a positive synovasure aspirate from the hip with 99% neutrophils . An MRI showed a fluid collection anteriorly that tracked directly to the hip. It was felt this was a chronic periprosthetic infection. Operation: stem removal required quite some time. Acetabular cup was well fixed and took nearly 1 hour to remove, which is beyond the typical time for an acetabular component removal, but removed without bone loss. Two screws were not removed because of the bones that needed to be removed to reach that area. Spacers placed. Office visit dated (B)(6) 2017: patient returns status post the above procedure. Patient reports complaints of some soreness in buttox and low back. He is a bit shorter on the left side since the spacer was placed. Devices analysis: no product was returned to zimmer biomet for in-depth analysis, according to the information received, the product location was received. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Sterilization certificates of the biolox head and the fitmore stem were reviewed. The sterilization certificates confirm that the products were sterilized according to the specifications. Root cause analysis: root cause determination using dfmea of the biolox head and the fitmore stem : infection, septic loosening due to infection due to unsterile implant (failure of sterilization or cleaning procedure) => not possible: sterilization certificate was reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Infection, septic loosening due to failure of sterilization procedure due to supplier process => not possible: sterilization certificate was reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Infection due to proposed resterilization procedures in IFU do not provide sterility => not possible: resterilization procedure is validated. Transmission of infectious agents, infection due to reuse of the device which is only intended for single use => possible: IFU d011500240 (chapter "warnings - single use only - do not re-use" and symbol on box label: "not to be re-used" is provided to customers. However, still it is not surely known whether the device was used before or not. Nonsterile product due to sterile barrier is not sufficient within the sterility guarantee not possible: the sterile barrier is validated according to the packaging specification. Incorrect sterilization method leads to non sterile head implant due to incorrect sterilization method => not possible: the sterilization method is validated according to the sterilization specification. Non sterile product due to improper handling during surgery due to wrong handling of device due to wrong information => possible: the handling of the device is out of zimmer biomet control. Unsterile product, damaged product due to inadequate packaging (eg. Temperature, vibration, impact during transport or storage) => possible: the packaging of the product is validated according to the packaging specification. Nevertheless, one should check the product before opening the packaging regarding the existence of any imperfection/deformation. Transmission of infectious agents or mechanical failure due to reuse of the device which is only intended for single use => possible: IFU d011500245 (chapter "warnings - single use only - do not re-use" and symbol on box label: "not to be re-used" is provided to customers. However, still it is not surely known whether the device was used before or not. Conclusion summary: patient underwent revision surgery due to possible infection after 3 years 7 months in-vivo time. Revision surgery notes confirmed the presence of infection along with the positive synovasure result noted in the office notes. Sterilization specification of the devices certify the suitability of sterilization. Sterilization certificates were reviewed. The sterilization certificates confirm that the products were sterilized according to the specifications. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. However, the IFU for endoprosthesis d011500200 states that early or late infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. Possible causes of infection include contamination of the product during surgery, damage of packaging during transportation, reuse of the device which is only intended for single use and resterilization of the device (biolox delta ceramic femoral heads must not be resterilized by any method). Another possibility is the possible infection due to the 2 screws from the patient's shelf osteotomy made before the tha surgery. During revision surgery the surgeon did not want to remove the screws since it needed a lotf of bone removal to reach them. Investigation of the other components are covered in zimmer inc, warsaw split case (B)(4). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmers reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomets reference number of this file is (B)(4). Note: this is a split case with zimmer inc., (B)(4) reference number (B)(4) (shell and inlay).

Event description:
It was reported that the patient was implanted a fitmore, hip stem, uncemented, c/4, taper 12/14 on the left side on (B)(6) 2013. And the patient underwent a two stage revision surgery on (B)(6) 2017 (explanation of all components and insertion of articulating antibiotic spacer) due to pain, infection, fluid collection.